Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 407 mg/dl and after treating with insulin pump blood glucose level was 318 mg/dl. In the morning blood glucose level was 300 mg/dl and after changing set blood glucose level was 215 mg/dl and last blood glucose level was 96 mg/dl. The insulin pump received lost sensor signal and the cannula was bent. The insulin pump will not be returned for analysis.